Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported an intermittent x-ray disabled error message. This error message will result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.